Event description:
The facility's biomedical engineering department reported an infusion pump that was involved in a "flow rate change" incident while on a patient. The pump was reported to be infusing heparin drip. The ordered rate for heparin was 10 ml/hr. Biomed reported that when the pump alarmed "keep vein open", nurse reset volume to be infused for 60 ml and noted that a rate of the infusion had been set at 25 ml/hr. Heparin infusion was stopped and partial thromboplastin time (ptt) was drawn immediately. The ptt level was found to be 110.2. Despite baxter's efforts to obtain additional information from the facility's risk management department, details were not available regarding patient's demographics, diagnosis, or status, patient injury, medical intervention, other medication involved, or set up of the infusion device.